Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was implanted into the patient during a sacrocolpopexy and solyx single incision mid urethral sling procedure performed on (B)(6) 2022. During the procedure, the surgeon placed the first side of the mesh but found that it was not well linked to the muscle. He then proceeded on to the other side, hitting the bladder in the process. He removed one side of the mesh out of the patient completely, but the mesh carrier remained in the patient. According to reports, the patient had a sacrocolpopexy initially, and the surgeon feels the bladder was moved as a result of his tensioning of the sacrocolpopexy mesh to the sacrum. The physician also reported difficulty advancing the solyx device. He struggled dissecting under the urethra to the pubic bone. Furthermore, because the surgeon was able to remove the side that punctured the bladder, no treatment was done for the bladder perforation. The surgeon completed the sling procedure using an advantage fit blue with no further problems.